Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were found to the fluid path or needle mechanism components that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin. The soft cannula was observed to be stretched. The length of the soft cannula measured above specification at 1.1780 inches, however fluid was still able to flow through the complete fluid path. It could not be determined when or how this damage occurred. No other damages or defects were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. It was also reported that the pod was leaking insulin.